Event description:
Patient had primary foot surgery on (B)(6) 2014. On (B)(6) 2014 patient was standing up from a seated position on the toilet. Pin snapped. Patient was then revised on (B)(6) 2014.

Manufacturer narrative:
The reported event that apex pin had a breakage after surgery could be confirmed. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The apex pin breakage was caused by overloading. It was reported that ¿patient was standing up from a seated position¿. Moreover, the patient is obese ((B)(6)). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Patient had primary foot surgery on (B)(6) 2014. On (B)(6) 2014 patient was standing up from a seated position on the toilet. Pin snapped. Patient was then revised on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.